Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed nine months remaining to explant. During the recent check, the device showed five months remaining longevity. Boston scientific technical services (ts) discussed that two consecutive cap reforms caused voltage drop and then explant indicator a week later. Moreover, the patient with this device experienced pacemaker mediated tachycardia (pmt). Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.